Manufacturer narrative:
The reported event of the torque wrench could not be inserted into the lv-setscrew to tighten it was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions into the lv-setscrew. Because of the incorrect wrench insertions, the setscrew was not being tightened. Lab testing found that the setscrew could be fully tightened with correct use of the wrench. The anomaly was user related. No device anomalies were found.

Event description:
It was reported that during the procedure, the hex wrench was not able to seat into the set screw of the pacemaker (pm) header, and the lead couldn't be secured. The pm was not used and the physician elected to complete the procedure with a different pm. The patient condition was stable before, during, and after the procedure.